Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the device was explanted for medical reasons, namely an infection. A review of the device_s sterilization records confirms that proper sterilization was applied at the time of manufacturing. No available information points to the implant being the source of infection. During investigation the device operates within specification. This is a final report.

Event description:
A biofilm occurred which resulted in an infection and therefore the device was explanted on the (B)(6) 2019. The user suffers from wound healing problems. These problems were not known prior to implantation, but it is not thought that the wound healing issue contributed to the infection. However, the original implantation incision wound did heal after surgery and the skin was intact over the device before explantation. There was no extrusion of the device. The user will not be re-implanted after the infection has cleared.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A biofilm occurred which resulted in an infection and therefore the device was explanted. In addition, the patient suffered from wound healing problems.